Manufacturer narrative:
(B)(6). The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the feeding sets used with their connect pump were leaking due to the pvc tubing disconnecting from the cassette. There was no patient injury.